Manufacturer narrative:
The medihoney calcium alginate dressing was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that a patient had a medical reaction to medihoney calcium alginate dressing, 2" x 2" (31022). Customer states it worsened the wound. No additional information has been received after several attempts.